Manufacturer narrative:
The device was returned to cardiac surgery on june 04, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed the silicon jaw boot on the vasoview hemopro tissue welder was torn after he inserted the hemopro into the cannula. The device never touched the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.